Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter (pm) was observed in three (3) unspecified eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was further described as a ¿flake¿ coming from the spike of a non-vented high volume inlet that broke off into the eva tpn bags. This issue was identified during compounding prior to patient use. There was no patient involvement. No additional information is available.